Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: the generator arrived clean and without visible damages. The device was sent to the generator-manufacture for analysis. The device was tested at the end of the line and compared the results with the archived eol-test results of this serial number before delivery. During the performance-test, the generator is connected with different dummy loads at the output and it has to work with different supply voltages. The chart below shows an extract of the test file. First the test with 240 volt supply tension (the tension, that was used at the hospital, where the generator was used last). The generator has past all tests without any deviation. The root cause for the problem is related by the instrument ((B)(4)). A CAPA is not necessary.

Event description:
Country of complaint: netherlands. Towards the end of the surgery, the doctor noticed that something was glowing on the hinge of the jaw (like a tiny piece of coal). This was during the sealing process. The surgeon decided to pull out the instrument to further inspect it. He pushed the sealing button outside the patient (to start the sealing process), then a flame of 1-2 cms shot up at this time the patient was not injured due to this incident. All med watch submissions related to this report are: 9610612-2017-00289.